Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va07jwn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy and had been going to the bathroom more for the past 2 months. This was due to a sudden change in therapy in (B)(6) 2015. The patient could not feel stimulation. The patient checked their implant with the patient programmer and the therapy was off. The patient turned stimulation back on and could feel stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.